Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the universal clamp which locks the retractor onto the acrobat-I stabilizer was unable to lock down, as it just kept spinning. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformities. A functional test was conducted to determined if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer flex link arm and knob were tested for functionality. The stabilizer arm was secured in position when the knob was turned clockwise. We did not identify any non-conformities during the functional testing. Based upon these findings, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).